Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed both devices are intact. The drill guide show signs of marring. Both devices show signs of wear/use. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The devices were manufactured in 2008 and 2011. An evaluation was performed by our quality department. It was noted that the location pin on the drill guide is damaged; preventing the device from functioning as intended. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the procedure was prolonged for longer than 30 minutes.